Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a vitros performance verifier (pv) fluid using vitros chemistry products dgxn slides lot 1924-0261-2162 on a vitros 350 chemistry system. The assignable cause is an issue with the vitros 350 chemistry system isolated to the immunowash fluid module. Historical vitros dgxn quality control was acceptable leading up to the day of the event on (B)(6) 2021 and following the service actions by the ortho field engineer (fe), indicating that the vitros dgxn reagent is not a likely contributor to the event. A diagnostic vitros dgxn precision was not run prior to service actions, however diagnostic vitros crp precision was outside ortho acceptable guidelines. The ortho fe went to the customer site and noted that the immunowash fluid pump was not aligned correctly to the tip locator, which the fe re-aligned. Following these service actions a diagnostic vitros dgxn precision was within ortho acceptable guidelines. (B)(4).

Event description:
A customer observed lower than expected vitros digoxin (dgxn) results from a vitros performance verifier (pv) fluid using vitros chemistry products dgxn slides lot 1924-0261-2162 on a vitros 350 chemistry system. Vitros dgxn pvii lot t7911 results of 0.68 and 0.63 ng/ml vs expected result of 2.45 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from quality control fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient sample results were not or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).